Event description:
The event is reported as: during a laparoscopic prostatectomy the applier broke at the pinchers. No further info available at time of this report.

Manufacturer narrative:
Device is available for investigation, but has not been returned to manufacturer yet. The results of the investigation are not available at the time of this report.